Manufacturer narrative:
The customer¿s experience with defective display boards is believed to be associated with dim segment(s) on a 7 segment display. Dim segment(s) were observed on all of the returned display boards. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported noticing defective display boards while performing pm. There was no patient involvement.